Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, difficulty crossing the lesion occurred. The lesion being treated was an 80% stenosed, moderately calcified, and moderately tortuous circumflex (cx) lesion. The physician was unable to cross the cx lesion with a taxus express2 8.8% 3.0 mm x 16 mm stent. Upon withdrawal of the stent, it was noted that the proximal stent struts were flared. The stent and the delivery system were removed intact without causing any pt injury. The procedure was completed with a pixel (guidant) stent. The condition of the pt is listed as satisfactory.